Manufacturer narrative:
UDI not available as product was manufactured before (B)(6) 2014. A partial lead with the connector pin measuring 23.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient expired due to natural causes. There is no allegation from a health professional that suggests the death was related to the device. No further information is available at this time.